Event description:
Found during routine testing. It was reported that the device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device verified the device would not power on. Physio replaced the main pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced pcb assembly and determined root cause for the reported problem was an electrically shorted transistor, designator q2.